Event description:
It was reported that the patient underwent a revision approximately 3 days post-implantation due to dislocation. A patient was involved requiring revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).G2: Foreign ¿ Event occurred in Australia.The customer has indicated that the product will not be returned to Zimmer Biomet for investigation due to hospital policies. The investigation is in process. Once the investigation has been completed, a Follow-up MDR will be submitted.